Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer is unable to fill reservoirs. Customer stated he can push down on the plunger, but it will only go half way. The customer agreed to return reservoir. Customer's blood glucose was unknown.